Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was brought into the clinic after a transtelephonic monitor showed no magnet response. Interrogation found that the device was functioning in back-up mode.